Manufacturer narrative:
Product complaint # (B)(4). F10. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported by the sales rep that post op of an open hysterectomy, vaginal cuff dehiscence. The patient came back for reoperation on (B)(6) 2024. 2994 x 2. At the time of the call patient harm was unknown. The surgeon is wondering if the use of the double 2994 is what led to the dehiscence. No product will be returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Surgiflo questions: 1. Please confirm that the 2 cases are not identical (describing the same case/event) 2. Where was the surgiflo used? 3. How much was used? 4. Where was the surgiflo used in relationship to the suture? 5. Was surgiflo removed after hemostasis was achieved? 6. What type of bleeding was surgiflo used for? Oozing, consistent, massive? 7. What is the surgeons opinion of cause? 8. Did the patient have a history of pelvic surgeries? 9. What is the patient status? Recovered? 10. How old is the patient? Suture questions: 1. Reported lot number rjmmp appears to be missing a digit. Please verify the correct lot number. 2. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure 3. The diagnosis and indication for the index surgical procedure? 4. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? 5. On what tissue was the suture used/location of suture placement? 6. What was the tissue condition (normal, thin, calcified, fragile, diseased)? 7. How was the suture placed (interrupted or continuous)? 8. How was the suture tied (square knot or multiple knots one end)? 9. What tissue dehisced? 10. Is it known how the wound dehisced? 11. Did the suture pull out of the tissue? 12. Did the suture break? 13. Were there any patient stress factors that precipitated this event? 14. Onset date/time of dehiscence? (# post op days) 15. How was the dehiscence managed? 16. Please describe any surgical intervention required for the wound dehiscence including date and findings. 17. Please describe the appearance of the suture during the second procedure. 18. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? 19. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? 20. What is the physician¿s opinion as to the etiology of or contributing factors to this event? 21. What is the patient's current status? 22. Surgeon¿s name? 23. Will the product be returned? If so, please provide the return date and tracking information. Event related to mw # 2210968-2024-00248, and uf/importer report number 2210968-2024-100003. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2023 and absorbable hemostat was used. The patient had to come back to have the vaginal cusp reclosed closed (B)(6) 2024, due to dehiscing. Additional information was requested.